Manufacturer narrative:
Information contained in this report was previously submitted through asr on 04/26/2011. A review of the device history record has been completed. No deviations or non-conformances noted. The event of pain is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "looks deformed," "funny shapes," "just didn't look right," and that it had "fallen down" and is at "bottom of breast" and left side pain and "looks deformed," "funny shapes," and "just didn't look right."

Event description:
Patient reported left side pain and looks deformed," "funny shapes," "just didn't look right," and that it had "fallen down" and is at "bottom of breast". Patient is concerned with device since she is a melanoma survivor, cancer is not device related. Device has been explanted.